Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(4) bluetooth pairing test was performed and passed. A review of the share logs was performed and it did not show full investigation window. Bin file analysis was performed and the device failed. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.